Event description:
Information was received indicating that a smiths medical pump has failed the volume test. There was no patient present at the time of the event. There were no reported adverse events reported.

Event description:
Information was received indicating that a smiths medical pump has failed the volume test. There was no patient present at the time of the event. There were no reported adverse events reported.